Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument jaws would not engage the clips when clipping the vessels. The customer was able to retrieve the clips that did not activate. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken input disk to be related to the customer reported complaint. An input disk #6 was found completely detached from the housing. Hairline cracks were found on input disk #7. The instrument was placed on an in-house system. The instrument passed the recognition but failed the engagement tests. As result of the broken input instrument may not function properly. Additional findings not related to customer reported complaint were also identified: the large hem-o-lok clip applier instrument failed mechanical engagement when placed in the system. The instrument inputs failed to engage with the sterile adapter 2 of 2 attempts. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.